Event description:
It is reported that: the pt saw his orthopedic surgeon for pain. The pt says that he can barely walk and must use a walker to get around. "About 8 months ago." At the time, x-rays of the hip were taken and the doctor said everything looked fine. The pt states that he began having pain in his hip six weeks after his surgery in 2010 that continues to the present time. He says that his pain is constant and is located in the groin and radiates down both legs. The pt takes 40 mg oxycodone twice daily to manage the pain.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.